Manufacturer narrative:
Batch review performed on 11 december 2025. Reverse shoulder system 04.01.0118 humeral reverse hc liner d 32/+6mm (k170452) lot 2303288: (B)(4) items manufactured and released on 04-july-2023. Expiration date: 2028-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0206 lat. Glenosphere 32xd 24.5 (k193175) lot 2430417: (B)(4) items manufactured and released on 04-apr-2025. Expiration date: 2030-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: although a precise root cause cannot be established, these events are generally related to insufficient re-establishment of soft tissue tension after surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any manufacturing-related issue.

Event description:
At about 3 months after the primary, the patient came in from pain associated with a dislocation and the cause is unknown. The surgeon revised the liner with a constrained liner of the same size to address the dislocations. The surgery was completed successfully.

Event description:
At about 3 months after the primary, the patient came in from pain associated with a dislocation and the cause is unknown. The surgeon revised the liner with a constrained liner of the same size to address the dislocations. The surgery was completed successfully.

Manufacturer narrative:
On 17 february 2026 medacta us informed us about the correct information: date of the event: (B)(6) 2025. Correct event description: at about 3 months after the primary, the patient came in from pain associated with a dislocation and the cause is unknown. The surgeon revised the liner with a constrained liner of the same size to address the dislocations. The surgery was completed successfully.